Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system remote user interface joystick would not work. No patient injury was reported.